Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-21876. It was reported that the patient experienced a severe diffuse allergic reaction resulting in skin irritation and erythematous plaques along the patient's trunk, limbs, and face. The physician noted the patient may have a chromium allergy and suspected the right atrial (ra) and right ventricular (rv) leads may have caused or contributed to the allergic reaction. The patient was treated with corticosteroid therapy and antihistamines. The patient was stable and will continue to be monitored.